Event description:
Cpi received information that a patient with this ICD complained of worsening dyspnea during on 12/29/97. The paramedics were called. On arrival, the patient was alert and oriented, but cardiac arrest ensued. According to the paramedics, the patient's rhythm was vfib and the ICD did not attempt to treat the arrythmia. He was externally defibrillated 3 times and CPR was initiated and performed for about 5 minutes before spontaneous conversion to vt with a pulse occurred. On arrival at the hospital, he was cardioverted to a regular rhythm. Interrogation of the ICD at the hospital by the physician noted that the ICD has sensed vf at approximately 11:30pm, but they noted some ventricular undersensing and brady pacing at the time of redetection. The patient was unresponsive and on life support. His conditioned worsened and the family elected to remove all life support measures. The ICD was deactivated. The patient die